Event description:
Information was received from a manufacturer representative regarding an instrument used for mis procedures where tubes are utilized. Specifically mis fusions in conjunction with voyager ats screws and catalyft cages it was reported that the flex arm is not functioning properly. It is not rigid enough. Even when it is locked down as tight as it will go, there is still wobble in the arm there was no patient involved.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 9561524, lot# my19k002 visual inspection did not reveal the screw that holds the handle on the big knuckle is missing. Unable to determine root cause of missing screw. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.